Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Correction: the report that the pc displayed the eri message ¿replace generator soon¿ was confirmed. A longevity calculation and analysis of the returned ipg confirmed the device declared elective replacement indication (eri) prior to explant and had normal battery depletion to the end of life.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.